Manufacturer narrative:
Additional narrative: date of event is unknown. Device is an instrument and is not implanted / explanted. (B)(6). Device history records review was completed for part# 03.010.104, lot# 8901263. Manufacturing location: (B)(4), manufacturing date: apr 01, 2014. No non conformance reports were generated during production. Review of the device history records showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. The device was received and the product evaluation is in progress. No conclusion can be drawn. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes europe reports an event in (B)(6) as follow: it was reported that the hospital sent back a drill bit with a broken tip. It is not known when this happened and if a patient was involved. This report is for one (1) 4.2mm three fluted drill bit. This is report 1 of 1 for (B)(4).

Manufacturer narrative:
Product development investigation was completed. This complaint is confirmed. The returned drill bit was broken as described in complaint description. The broken tip fragments, with a length of approx. 3-4 mm, are missing. The broken tip fragments, with a length of approx. 3-4 mm, are missing. There are different nicks and striation signs along the drill bit flute. Moreover we found that the cutting edges are blunt. The manufacturing review shows that the production procedure was according to the specifications and there were no issues that would contribute to this complaint condition. As indicated in the manufacturing documents the correct material was used and the hardness was with the measurement of 53.6 hrc and 54 hrc according the specification of a minimum of 52 hrc and maximum 55 hrc. The microscopic view, with a magnification of 10x, of the broken surface shows a homogenous surface what indicates material conformity. We are not able to determine the exact cause of this occurrence due to missing detailed clinical information and missing broken fragments. There are nicks and wear and tear signs at the cutting edges visible which are referable do an often and intensive use of the instrument. Because of the blunt edges, an excessive cutting force was surely necessary during drilling procedure which could finally lead to the breakage. Because of the damage, the complaint relevant dimensions cannot be checked for dimensional accuracy of the valid manufacturing specifications. Also recommendations in relevant leaflet describe the end of life of instruments as "end of life of a device is normally determined by wear and damage due to use. Evidence of damage and wear on a device may include but is not limited to corrosion (i.e. Rust, pitting), discoloration, excessive scratches, flaking, wear and cracks. Improperly functioning devices, devices with unrecognizable markings, missing or removed (buffed off) part numbers, damaged and excessively worn devices should not be used." Because of the damage, the complaint relevant dimensions cannot be checked. Finally we conclude that the cause of failure is not due to any manufacturing non-conformances. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.